Event description:
It was reported a vns therapy programming wand was not working properly. The orange data receive light would blink slowly and would not establish communication. Troubleshooting did not resolve the issue. The wand was returned to the MFR and the allegation was confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared.